Manufacturer narrative:
Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The root cause of the reported improper insertion could not be determined. The received device had the cannula assembly fully deployed with the pink slide insert visible through the viewing window. Data downloaded from the device indicates it ran 2438 pulses, administered multiple boluses, and maintained a basal rate before being deactivated. Nothing was found that would indicate a failure of the needle mechanism to deploy properly.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl while wearing the pod between 4 and 24 hours. The needle mechanism did not fully deploy as intended during activation.